Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage alarms that he stated only happened on his power cable. The patient had similar alarms while in clinic on the cable that resolved when he was put back on batteries. He had multiple areas on his drive line that required rescue tape so log files were submitted and x-ray, both of which were benign. He was continuing to have the alarms, and the controller was changed out which (so far) has resolved the issue. No further information was provided.

Manufacturer narrative:
Section b1, d6, g3: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the outer silicone jacket of the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted for review and the pump remains in use. The submitted log file contained data from 04nov2019 to 18nov2019. The pump was set to a fixed speed of 9200 rpm and operated above the low speed limit of 8800 rpm for the duration of the log file. There were no atypical pump related alarms and the log file appeared to show the system operating as intended. The account reported that the patient had multiple areas on their driveline which required rescue tape repairs. The submitted x-rays were unremarkable. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.